Event description:
It was reported to the manufacturer that the patient has been experiencing syncope. The patient's physician indicated that the syncopal episodes are not seizure-like in nature. There were no casual or contributory programming or medication changes that preceded the onset of the reported event. Diagnostic tests performed on the device revealed proper device function. The patient's device settings have been changed to reduce therapy as a precautionary measure even though the episodes are not associated with stimulation. It is unknown at this time if the reported event is related to vns therapy. It is unknown if the change in device settings resolved the reported event. The patient is being scheduled for generator replacement surgery due to the generator's end of service condition confirmed via diagnostic test results. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.